Event description:
On (B)(6) 2011, an inguinal hernia was repaired with a prolene hernia mesh / ethicon 23623-12. The pain started immediately with treatment follow up of steroids. During the last three years, the adhesion and scar tissue built into a hardened mass 4 inches in length from the right lower side into the right groin region. It is painful without touch and is affecting daily living activities, physical movement and stool movement as it feels "strangulated." Where doctors have stated that the mesh was tied off in the upper groin region, there is a noticeable quarter sized lump/mass/round ball that is extremely tender to any touch, pressure, and movement. Sexual function has stopped because the mass causes a stabbing pain following any sexual activity. The mass has been seen by 5 internal doctors and involved 6 emergency visits to the hosp because the pain affected diet and hydration, causing problems with digestion as the passage of food furthered the pain into an acute stabbing pain rather than the normal chronic painful lump. At times, it feels like the doctor put in a "brillo pad" to repair the hernia, creating an internal itching, burning sensation that travels down into the groin region and is unaffected by any medicine or medical intervention to include physical therapy involving pelvic floor stress and release exercises. At the same time, if touched, the sensation that the finger is moving into the actual abdomen like a hole has been created that furthers the acute stabbing pain and often causes extended periods of immobility to avoid irritating the wound. Daily, the pain consistently travels from the lower right quadrant into the testicular region, making it feel like the right testicle is being pulled up inside the abdomen; however, since the operation, it now hangs lower than the left testicle. Since the operation, the diagnoses of diverticulitis upper transverse colon and irritable bowel syndrome have both been given and were not present nor problematic prior to the operation. There has also been the removal of internal hemorrhoids on four occasions and the development of thrombus hemorrhoids is frequent. All doctors have stated that the removal of the mesh would further complicate the issues related to scar tissue build-up; however, every doctor has admitted that the scar tissue build up is very noticable and obvious to the touch, with the last emergency visit on (B)(6) 2014, the doctor ordered a pelvic contrast because he stated he was surprised by the noticeable amount of the mass in the lower right quadrant. Currently working with (B)(6) specialists because outside specialists who have assisted with the hernia complication stated that the problem is "greater than when they have normally seen."